Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s sister reported customer received a lower reading on his adc freestyle libre reader than a subsequent reading received at a hospital. It was further reported that on (B)(6) 2018 customer received a reading of 19 mmol/l (342 mg/dl) on the built-in meter. Caller noted customer was taken to the hospital where he was admitted. At the hospital, a laboratory reading of 41 mmol/l (738 mg/dl) was received, customer was diagnosed with hyperglycemia and treated with insulin via ¿intravenous injection¿. Customer was to be discharged on (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s sister reported customer received a lower reading on his adc freestyle libre reader than a subsequent reading received at a hospital. It was further reported that on (B)(6) 2018 customer received a reading of 19 mmol/l (342 mg/dl) on the built-in meter. Caller noted customer was taken to the hospital where he was admitted. At the hospital, a laboratory reading of 41 mmol/l (738 mg/dl) was received, customer was diagnosed with hyperglycemia and treated with insulin via ¿intravenous injection¿. Customer was to be discharged on (B)(6) 2018. There was no report of death or permanent injury associated with this event.